Event description:
It was reported that the reverted to high output mode which caused the right atrial lead to exhibit high capture thresholds and low impedance measurements. The patient experienced pocket stimulation. The device was reprogrammed to bipolar mode. No additional information was available at this time.